Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead in segments was returned, analyzed and a flex fracture was found on the proximal and distal portion of the lead. Analysis also noted that the superior vena cava (svc) portion of the lead had a flex fracture. Product: 7274 implantable cardioverter defibrillator (ICD) (B)(6) 2004. (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos). The lead was capped, explanted and replaced. No patient complications have been reported as a result of this event.